Manufacturer narrative:
The device has been returned for evaluation. The testing and investigation is in progress, and not yet complete. When the investigation is completed, a follow up report will be submitted.

Event description:
It was reported that according to the graduations on the side of the pump, the pump appeared to have delivered 50cc's of medication within the first hour and a half of being activated. The pt did not experience any adverse symptoms. A new pump was connected to the pt and functioned as specified.